Event description:
End users spouse states they sat on the rollator seat and the seat weld broke. The consumer then fell down, catching the basket.

Manufacturer narrative:
(B)(4). Malfunction alleged. Husband stated that when she fell she caught herself on the back support of the rollator. (She fell as if she were still sitting down) husband states there are no bruises or laceration. She has had 5 back surgeries within two years. No medical intervention sought.